Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to impedance high out of range. This lead had been implanted in the right ventricular (rv) apex. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to impedance high out of range. This lead had been implanted in the right ventricular (rv) apex. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 285 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to possible twiddler's syndrome.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to impedance high out of range. This lead had been implanted in the right ventricular (rv) apex. No adverse patient effects were reported. Additional information obtained, the next day of the procedure the patient passed out hospital with micro perforation.